Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the battery compartment does not screw down and it's cracked. Customer's blood glucose was 188mg/dl. The customer was advised to discontinue use of the pump and revert to back up plan.